Manufacturer narrative:
Subject device was returned for evaluation. Device evaluation is anticipated, but has not yet begun. Investigation is ongoing. (B)(4).

Event description:
During an open shoulder procedure utilizing the dyonics power high speed drill, it was reported that, during the surgery the device became excessively hot. It was reported that the surgeon dropped the unit which resulted in the melting of the top layer of the patients drape. It was reported that the doctor did not receive any burns to the hands as two pair of gloves were worn. It was also reported that there were no injuries to the patient due to the patient being protected by a blanket. It was reported that there was a backup device available and the procedure was completed successfully. (B)(4).